Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump rejecting the new batteries also no power alert on insulin pump. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self-test. Device failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test due to motor error alarms. No unexpected failed battery alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. Device received with stripped battery cap coin slot(p), minor scratched lcd window and cracked battery tube threads. (B)(4).